Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-02077; 3005168196-2018-02078.

Event description:
The patient was undergoing a coil embolization procedure to treat endoleak in the illio-lumbar ascending vein using ruby coils and a lantern delivery microcatheter (lantern). It was reported that the patient's anatomy was extremely tiny. During the procedure, while attempting to advance a ruby coil through a lantern, the physician experienced resistance and the ruby coil would not track through the lantern; therefore, it was removed. The physician then opened a new ruby coil and attempted to advance it through the lantern; however, resistance was encountered again and the ruby coil would not track through the lantern. Therefore, the physician decided to remove the ruby coil; however, upon retraction, the ruby coil unintentionally detached inside the lantern. Therefore, the physician removed the lantern containing the detached ruby coil and flush it out. The procedure was completed using other coils and another microcatheter. There was no report of an adverse effect to the patient.